Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been having issues with her reservoir. The customer stated she had about six or seven sets with no deliveries. The customer's blood glucose was 470mg/dl, treated with a manual injection. The customer stated it was resolved by changing a complete set.